Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being attempted for service for a normal device changeout, when a fault code exhibited. Upon further inspection, the physician observed a knick in the right ventricular lead's insulation, near the yoke, that may have caused or contributed to the shorted condition that occurred. It had been further noted that during the case, there was a less than 20 ohms shock impedance that had occurred. The physician had not suspected a lead issue prior to the case. There were no reported adverse patient effects in association with these clinical observations.

Manufacturer narrative:
Post market quality assurance laboratory analysis concluded that this medical device did indeed have induced damage as described. Per episode one, attempt 1, a 21 joules shock was delivered into a damaged lead leaving an arc mark on the device case as well as opening a plasma fuse. Inspection of the associated rv lead confirmed that there was an insulation compromise near the yoke of this lead. Rv pacing therapy was verified. No further information is expected at this time.